Event description:
Hiatal hernia repair, with ovitex1s absorbable mesh, and a tif procedure, (B)(6) 2020. My esophagus was damaged to the point that food and/or water would not go into my stomach. It took 10 doctors and 2.2 years until I could swallow food. During that time, I could only eat soft foods, after (B)(6) 2020, when the surgeon found mesh and sutures, embedded inside my esophagus. When that was removed, the pain that had been in my back for 10 months, disappeared, and I was able to eat soft food for the next year and a half. I've had pains mimicking heart issues and lung issues, that have been contributed to my esophagus. I take pain medication for nerve endings damage in my esophagus. I had the tif procedure reversed in (B)(6) 2021. The surgeon found another suture inside my esophagus at that time. Nothing changed on my tests. Then in (B)(6) 2022, I finally was able to swallow any food that I ate. I take meds for acid reflux. I still cannot eat certain foods, because of digestion problems. This is the worst thing that I have ever dealt with in my life. I am so scared to have any surgery, going forward, unless it is life or death. I even had 2 doctors tell me that the mesh has damaged my esophagus and I need an esophagectomy. Time will tell for me. Thank god that I am at the end of my life and not younger. I don't have that long to live with this awful crap. I had many, many tests, egd's, esophagus dilation, botox shots in my esophagus, barium swallows, hospital stay because nothing was going into my stomach, aggressive steroid treatments, CT scans, etc. FDA safety report ID# (B)(4).